Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the customer stated that for about 8 months she has had issues with the power chair. She has gotten stuck in 6 lane traffic while driving the chair as it will not go straight and it goes into the grass. Stuck in various places she is furious and she has not been contacted for the recall.